Event description:
It was reported that a user experienced frequent low and fluctuating blood glucose while using an ilet system with a dexcom g7 cgm and a steel 6 mm contact/detach infusion set, with observed behaviors including frequent pump pauses in anticipation of lows and meal announcements during both high and low glucose states; a factory reset, full supply change, cgm pairing, and guided setup were completed, and application training was assigned to address use behaviors. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of device report logs and guided troubleshooting through a full setup and supply replacement. Investigation of this case revealed user operation concerns related to pausing insulin delivery and meal announcement practices, with no device malfunction identified after reset and successful reinitialization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.